Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following implant of a micro-stent filtration device, a patient experienced pain, blurring, and an increase in intraocular pressure (iop). There was also a faint anterior chamber reaction reported. The surgery was performed without difficulty, however a 'ring' was required to be implanted as well. The surgeon reports the device is in "perfect" position. Additional information was requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR, evaluation codes and additional narrative. No sample has been returned for evaluation for the report of pain, blurring, and elevated iop; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative elevated iop, eye pain, and worsening in visual field loss are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).